Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that during spinal fusion procedure, the gantry of the imaging system would continue moving for 6 inches in the superior/inferior after the movement button on the pendant was resealed. The procedure was complete with the use of navigation. There was no delay to procedure. No known impact on patient outcome.